Event description:
A customer reported that their pump screen remained dark and wouldn¿t turn on. There was no reported impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.